Event description:
Reporting status: malfunction. Reporting rationale: a difficult deflation has caused patient injury previously. Device issue: difficult to deflate. It was to reported that difficulty was experienced while inflating the powersail balloon; however, it was eventually inflated to 18 atm. Difficulties were then experienced deflating the balloon fully, and it was removed from the patient, into the guiding catheter slightly inflated. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis (qat) revealed that the dilatation catheter was returned without blood visible. There was contrast in the balloon and inflation lumen and on the hub. The balloon was partially filled with contrast. The inner member was pinched proximal to the distal balloon marker for a length of 6.4 cm. No kinks in the outer member were noted. No other damage to the catheter was noted. A new indeflator was used and filled with renografin 60 diluted 1:1 with water, to measure deflation time. Only one deflation time was able to be measured because the balloon would not deflate after being reinflated. A new indeflator was used and filled with renografin 60 diluted 1:1 with water; the balloon inflation times were measured. Only two inflation times were able to be measured because the balloon would not deflate after being reinflated. Product performance engineering has reviewed case description and analysis of the returned device. The analysis was able to confirm the complaint, as difficulty to inflate/deflate the balloon catheter was experienced during functional testing. Factors that may contribute to the difficulty to inflate/deflate the balloon catheter may include, but not limited, mfg, handling, materials, improperly trimmed sealed areas, inflation lumen obstruction, media concentration, kinks/bends to the shaft or hypotube, pt anatomy, or reduced inflation lumen area. The inflation and deflation time measured during the functional testing did not meet the mfg specification. The investigation of the balloon catheter device was unable to observe visual damage to the device that may have contributed to the reported difficulties and a definite root cause could not be determined. A field discrepancy notice was initiated on 6/19/2007, to further investigate the returned balloon catheter device and the mfg processes that may have contributed to the inflation/deflation difficulties. The analysis also observed a pinched inner member proximal to the distal balloon marker. The damage likely occurred after the procedure, as there was no mention of the damage in the case details during the procedure. The inner member may have been weakened due to the constant pressure within the balloon since the balloon could not be fully deflated. The damage did not appear to contribute to the reported difficulties. This case is considered closed by the product performance group.